Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaking into the insulin pump. The leak was past the second o-ring. There were no snap caps on top of the reservoirs. The customer had pulled the plunger and o-rings out. The customer filled another reservoir and connected it to the infusion set but was unable to push insulin through. Customer's blood glucose level was 124 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.